Event description:
The report states that a plastic part detached from the distal (jaws) end of the device.

Manufacturer narrative:
To date, the incident sample has not been rec'd for eval. Further info and the sample have been requested. If the sample is rec'd or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.